Manufacturer narrative:
The device evaluation has not been completed. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that after placing the valve, it was discovered that spinal fluid could not be discharged. According to the report, the valve was removed. No impact to the patient was reported.